Event description:
Customer reported a possible contamination event based on an observed increase in positive samples for their sars-cov-2 tma runs from post-op patients. Customer shipped 30 positive samples (sample ids/wl not specified) to another lab for retest, and only 3 of them resulted positive. (B)(4) using assay lot 317818 on panther instrument sn (B)(4) was reviewed by hologic technical support to identify any potential contamination. The wl in question was an invalid negative qc. The information provided by the customer was insufficient to characterize any sample as a confirmed false result. The positive results were automatically reported out, but corrections were made by the lab. No adverse events were reported due to patients¿ surgeries being postponed, and initial reporter could not confirm if any treatment was provided.

Manufacturer narrative:
Hologic technical support (ts) reviewed logs and found no hardware issues; they determined the contamination was isolated to one reagent kit. Hologic field application specialist (fas) reviewed logs and agreed with ts¿s findings; the reagent kit or sample shield were contaminated, and issue was resolved after fas went onsite to perform monthly maintenance. No further issues reported. As part of eua agreement, FDA requires all aptima sars-cov-2 assay questioning results and false results (confirmed or not) complaints to be reported as malfunction MDR.